Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during intra-op of the reported product. The pre-op diagnosis was "primary osteoporosis" and the type of fracture was "compression fracture". The procedure involved during this event was balloon kyphoplasty. It was reported that, the cement was overflown and cement leaked from posterior wall. Cement leaked into the patient's body. Cement reached the posterior wall of the vertebral body and leaked from the fracture. The procedure was completed by using the same product. The storage temperature was below 25 degrees and between 22 and 24 degrees within 24 hours before use. The cement was mixed for 30 seconds. The reported cement came in contact with patient's body. There was no delay in procedure reported as a result of this event. There were no symptoms to patient reported. No further complications reported regarding the event.

Manufacturer narrative:
This product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.